Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty the implant was opened and a hair was seen on the inside package. Implant was never implanted or explanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Visual inspection of the returned product found the tyvek lid was already open. A hair-like debris was found on the foam. It cannot be determined when and where the debris was put into the tray. The complaint cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the product when leaving zimmer biomet cannot be determined. A definite root cause of the reported issue cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.